Manufacturer narrative:
Other applicable components are: product ID: 3058, serial# (B)(4), product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) in a foreign clinical study that there was a dislocation in the lead that required surgery and an empty battery. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated: product ID: 388928, lot# b0731421k, product type: lead. Correction additional review indicates that the correct mfg. Site ID :is (B)(4). If information is provided in the future, a supplemental report will be issued.